Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information in this report has previously been submitted via resp. Psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified fold creases and cloudy gel. A weight test of the explanted material was verified and it was within specification. No other observation was observed. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Patient reported a left side rupture. Device has been explanted.